Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and a high ketone level. Reportedly, customer was using humulin for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, zofran, dextrose, and senegrin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.